Event description:
It was reported that on (B)(6) 2015, the patient was hospitalized with unstable angina that started on (B)(6) 2015. On (B)(6) 2015, the patient was diagnosed with a non q wave myocardial infarction and on (B)(6) 2015 troponin was significantly elevated. That same day a 2.5x12mm xience xpedition was successfully implanted in the 80% stenosed distal right coronary artery (rca) lesion. On (B)(6) 2015, cardiac enzymes remained elevate, but the troponin level was decreasing. Additionally, the patient experienced a sudden right sided chest pain and medication was provided. Hospitalization was prolonged. On (B)(6) 2015, the patient was discharged home. Per physician, the relationship of the device to the chest pain and subsequent treatment of is unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2015 (06:55): troponin I=3737 ng/ml, upper reference limit 26 (B)(6) 2015: ECG: no new myocardial infarction (mi) (B)(6)2015 (12:30): ck=179 u/l, normal upper limit 170 (B)(6) 2015 (12:30): creatinine kinase-myocardial band (ck-mb)=16 ng/ml, normal upper limit 3.5 (B)(6) 2015 (12:30): troponin I=2694 ng/ml, upper reference limit 26 it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It should be noted that the reported patient effect of angina, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.